Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's main switch knob. System was safety tested to factory's specifications. (B)(4). (Exemption #e2015032).

Event description:
Customer reported an issue with the a5 anesthesia delivery system, which may have affected anesthesia delivert. No patient injury was reported.